Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to another device. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not completely answer follow up questions. Additional attempts to reach the customer were not successful; thus, the complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 10x daily. The alleged results were obtained on (B)(6) 2012. The patient reported blood glucose results of "166 mg/dl" with the subject meter and "100 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's blood glucose usually tests around "100-150 mg/dl." Prior to testing, the patient claims she felt symptoms of sweating behind her neck, unable to move her legs and couldn't walk properly which she associated with low blood glucose. The patient did not specify any treatment received. It is not known what the patient's blood glucose read prior to her reported symptoms. It is also not known how the patient manages her diabetes or if changes were made to her usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not specify receiving medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Follow-up # 1 (submission on 12/06/2012)-additional information: on (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain additional information regarding the reported issue. The patient manages her diabetes with novolog insulin through pump therapy. Although the patient's blood glucose read higher than her other meter prior to her reported symptoms, the patient denied making changes to her usual diabetes management routine. The patient confirmed she relied more on the results obtained with the other device and did not take any action based on the subject meter. The patient treated her reported symptoms with a juice box and felt better about 30 minutes later. There is still no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue.